Event description:
It is reported that the tibial drill perforated the tibial cortex. There was the presence of cement outside the medial aspect of the proximal tibia on post operative x-rays.

Manufacturer narrative:
This report will be amended when our investigation is complete.